Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the catheter kinked near the handle and the distal end of the device was damaged. The device extended within specifications and passed the electrical test. The complaint that the working length bent was confirmed. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that two sensation medium oval snares (MFR report #3005099803-2015-03320 and 3005099803-2015-03326) and a captivator extra large round snare (MFR report #3005099803-2015-03197) were used in the fundus of the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician was unable to successfully cut the polyp with the snare. It was noted that when actuating the device the snare and sheath became bent due to the severely angled j-turn of the stomach fundus. Further examination revealed that the cautery applied had melted the catheter on the proximal end of the device outside of the patient near the handle. After this event occurred with all three snares, the patient had their lesion resected surgically. There were no patient complications reported as a result of this event. The patient's current condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two sensation medium oval snares (MFR report #3005099803-2015-03320 and 3005099803-2015-03326) and a captivator extra large round snare (MFR report #3005099803-2015-03197) were used in the fundus of the stomach during an endoscopic mucosal resection (emr) procedure performed on october 26, 2015. According to the complainant, during the procedure the physician was unable to successfully cut the polyp with the snare. It was noted that when actuating the device the snare and sheath became bent due to the severely angled j-turn of the stomach fundus. Further examination revealed that the cautery applied had melted the catheter on the proximal end of the device outside of the patient near the handle. After this event occurred with all three snares the patient had their lesion resected surgically. There were no patient complications reported as a result of this event. The patient's current condition at the conclusion of the procedure was reported to be good.